Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unknown multilocus humeral nail constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports about the event which occurred in the revision surgery. This pc reports about the removal which occurred after the first surgery. It was reported that on (B)(6) 2021, the patient underwent the surgery for humerus with the multiloc nail in question. The nail had been implanted slightly deeper than usual. The surgery was completed successfully without any surgical delay. After the surgery, the removal of the nail surgery was performed on (B)(6) 2022, for unknown reason. The removal surgery was completed successfully with 120 minutes delay. No further information is available. This complaint involves one (1) device unk - constructs: multiloc humeral nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.